Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator could not be connected to the merlin.net because the patient was living in a remote location. The device was explanted prophylactically since the patient was pacer dependent. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.